Event description:
No patient data was supplied by the customer.

Manufacturer narrative:
The field service engineer (fse) verified the probe and bath alignment and count vacuum. The fse removed, inspected and cleaned the white blood cell (wbc) aperture, greased the aspiration syringe o-rings, and replaced solenoid 23 (wbc count). The fse performed reproducibility and verified wbc flowcell and wbc calibration. The fse performed three levels of control. On (B)(4) 2013, the fse documented wbc low and erratic and could not determine the cause. The instrument was not in use. On (B)(4) 2013, the fse replaced the wbc aperture and bath assembly, wbc lyse reagent, and the wbc lyse pickup tube. The issue was resolved after performing extended cleaning procedure and replacing the wbc lyse reagent and rinse reagent. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Bath assembly.

Manufacturer narrative:
(B)(4). This medwatch report is related to MDR 1061932-2013-01282.

Event description:
The customer reported multiple flags on low control including diff + error message and erroneous analyte results, for one patient, involving the coulter act 5diff cap pierce (cp). The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer sent the patient¿s samples to a reference laboratory. The data provided indicates erroneously low white blood cell (wbc) with instrument generated messages. The data also shows instrument flags on the differential parameters; however, the results are not erroneous. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.